Manufacturer narrative:
This report is for unknown unk - screw locking/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used for patient being brought back to the operating room on (B)(6) 2015 to irrigate and drain the fasciotomies as well as plate the fibula on the right extremity. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had bilateral tibia/fibula fractures and bilateral fasciotomies performed on (B)(6) 2015. The patient was brought back to the operating room on (B)(6) 2015 to irrigate and drain the fasciotomies as well as plate the fibula on the right extremity. It was then decided that the left tibia was in too much valgus deformity for the surgeons liking. The surgeon decided to remove locking screws from the nail, back the nail out, reduce with a plate reduction technique, reinsert the nail and locking screws. The surgeon was satisfied with the revision. There was no surgical revison. The status of the patient is unknown. This complaint involves two devices. This report is 1 of 2 for (B)(4).